Event description:
The bone marrow needle was placed appropriately. Unable to establish necessary suction with syringe to obtain aspirate specimen. Biopsy successfully obtained. Although a core specimen was obtained, the biopsy needle could not be used to obtain an aspirate specimen of the pt's bone marrow.